Event description:
The patient reported that her blood glucose was elevated and she was feeling ill. Patient also reported difficulty loading the cartridge into the pump. In 2006, the patient reported that she was hospitalized and treated for elevated blood glucose levels after her initial call.